Event description:
According to the reporter, during the laparoscopic cholecystectomy procedure, the blade of the trocar would not engage when the physician was try to enter the abdominal cavity. To complete the procedure, another device was used. No harm was caused to the patient. The product is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned products noted: the obturator, cannula, circular seal and envelop seal were intact. Pmv performed functional testing: the port passed an air leak test. The obturator was inserted through the port and the blade passed through the test media. However after the test the red button on the obturator would not reset. It was observed to be broken inside the obturator. Pmv could not reliably determine if the device was received damaged or was damaged during functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic cholecystectomy procedure, the blade of the trocar would not engage when the physician was try to enter the abdominal cavity. To complete the procedure, another device was used. No harm was caused to the patient. The product is expected to be returned for evaluation.